Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 adult heated wall reusable breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: visual inspection of the photographs provided revealed that the tubing of the 900mr810 adult heated wall reusable breathing circuit was damaged. Conclusion: we are unable to determine the cause of the reported malfunction, however it is most likley due to the tubing being punctured. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a 900mr810 adult heated wall reusable breathing circuit was damaged. There was no reported patient consequence.